Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the plif surgery for spinal canal stenosis was performed by using the expedium spine system. The fixed site was l5 at which screwing was done by the cortical bone trajectory (cbt) technique. After the surgery, on (B)(6) 2018, the re-operation was performed because it was found that two screws distally located had been broken out of six screws ((B)(4)). The re-operation was performed to extract all the six screws and implant new screws by the traditional pedicle screw (ps) technique. During the re-operation, five screws were successfully extracted, but one of the two broken screws could not be extracted because it had been broken at a deep site. The re-operation was completed with the one broken screw left in the patient¿s bone there was no adverse consequence to the patient. The surgeon commented that the head angle might have not reached the required angulation.

Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the fracture was located along the screw shank. The fracture analysis reveals the optical image of the fracture shank surface reveals two surface morphologies, a rough/ grainy region with progression lines and a smooth region; which is indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the polyaxial screws fracturing could not be positively determined. However, the optical image of the fracture shank surface reveals two surface morphologies, a rough/ grainy region with progression lines and a smooth region; which is indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.